Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed the functional tests. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad and alarmed no delivery. The customer did not know the blood glucose reading. He stated that it took about 6 hours before he was able to get the device to work again. He noted that he had to press on the buttons multiple times or in a certain area in order to garner a response. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.